Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. A new sample was obtained from the patient and resulted lower when tested on the same instrument. The instrument flagged the redraw sample result with a delta check because it did not align with the previous result from that patient. The operator then repeated the original sample on an alternate dimension vista instrument, which resulted lower and matched the redraw result. It is unknown whether the discordant or repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist reviewed instrument data from the original instrument and the alternate instrument and did not find any indication of an instrument malfunction. It was discovered that the customer does not centrifuge patient samples according to the tube vendor specifications. The tsc specialist recommended to the customer that they follow the tube manufacturer's recommended spin speed and time. The cause of the discordant troponin result is unknown. The cause of the sample tubes being centrifuged outside of tube vendor specifications is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.